Manufacturer narrative:
This report is filed on may 06, 2019.

Manufacturer narrative:
This report is submitted march 5, 2019.

Event description:
Per the audiologist, the patient experienced headaches, pain and a loss of connection to the internal device subsequent to sustaining a head trauma. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.